Event description:
Reportedly, during the follow-up performed on (B)(4) 2012, during the induction test, a maximum energy shock was delivered while the user just wanted to select some parameter values on the eps screen. At the time this occurred, the patient was not sedated. In addition, the corresponding episode could not be printed although it was recorded in the device memory and displayed on the programming screen.

Manufacturer narrative:
(B)(4) 2012, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.